Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. It was indicated that alternate site insertion occurred, which is off label usage of the device. The root cause could not be determined post investigation. No injury or medical intervention was reported.